Event description:
It was reported that this pacemaker had difficulty being interrogated with multiple communicators. It was later discovered that the device was in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device remains in hospital possession.